Event description:
It was reported that stent premature deployment occurred. The target lesion was located in a coronary artery. A 5.00 x 12mm synergy xd drug-eluting stent was selected for use. However, the stent was partially deployed and physician decided not to use it. They pulled another device and worked perfectly.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR. : synergy xd mr us 5.00 x 12mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection found no issues on the hypotube shaft. Examination of the polymer extrusion noted the inner lumen was damaged. Microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts and no signs of a deploying stent. Examination of the polymer extrusion noted the inner lumen was damaged (stretched and bunched) at 5.5cm from the tip of the device. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to a testing encore inflation unit, and the balloon was inflated and held pressure and the stent deployed without issues. The balloon inflated to rate burst pressure of 16 atmospheres and deflated without issue. The encore device was verified before and after use using the druck gauge.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent premature deployment occurred. The target lesion was located in a coronary artery. A 5.00 x 12mm synergy xd drug-eluting stent was selected for use. However, the stent was partially deployed and physician decided not to use it. They pulled another device and worked perfectly.